Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, noise was noted on the pulse generator, the set screw could not be loosened. The device was removed and a new device was placed successfully. The patient was stable post procedure.

Manufacturer narrative:
Final analysis found foreign material - epoxy - in the connector block on the setscrew threads. The epoxy in the threads has the effect of locking the setscrew in place.